Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via a phone call, the insulin pump started alarming and he noticed the drive support cap was sticking out when he changed the reservoir. The customer didn't recall his blood glucose level at the time of the incident. Troubleshooting was performed and the customer did not recall how the damage to the device occurred. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced for analysis. Customer is not retuning the device for analysis.